Manufacturer narrative:
A.5 ethnicity is unknown. The investigation into access site bleeding has been completed. No product was returned as it was discarded. The root cause of the access site bleeding issue was not determined since the product was not returned and sufficient information was not provided in the clinical description. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during implant procedure for 61-year-old male patient, impella cp placement through the left groin was abandoned due to bleeding/hematoma. There was no reported harm to the patient and the patient survived the event.